Event description:
It was reported that, after a tka surgery was performed in 2014, a revision surgery was necessary due to knee instability. Therefore, a polyethylene insert exchange was performed on (B)(6) 2022 and it was noticed that the post of the lgn ps high flex xlpe sz 7-8 11mm had broke off. Current health status of patient is fine.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
The associated device was returned and evaluated. The visual inspection revealed the device was found to be fractured along the post. The fractured post was returned with the rest of the device. A laboratory analysis performed on the device revealed that the articulating and non-articulating surfaces of the insert are worn with some discoloration. The side of the insert on the proximal surface is damaged. The post was fractured at the base of the insert and exhibited signs of wear and deformation. There were no observations of material or manufacturing deviations in the course of this investigation. The clinical/medical investigation concluded that, based on the limited information provided, the broken post is likely a contributing factor to the reported instability that led to the revision. However, there were no clinical factors found which would have contributed to the breakage of the insert¿s post. Its noted there femoral component is posteriorly rotated, its unknown if this played a role. The impact to the patient beyond the revision surgery could not be determined. It has been reported that the patient¿s current health is fine. No further clinical assessment can be rendered at this time. Should additional clinical documentation become available in the future, the clinical/medical task may be re-evaluated. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for knee systems revealed that the implant can break or become damaged as a result of strenuous activity or trauma. The patient should be warned that the device does not replace normal healthy bone, this has been identified in warnings and precautions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. According with inspection drawing, the final inspection includes the verification of part configuration per print. Also, material specification shall control the quality and manufacture of 7.5 mrad cross-linked ultra-high-molecular-weight polyethylene (uhmwpe) bar stock. A review made by the quality engineering team revealed that the root cause could not be determined. There were no observations of material or manufacturing deviations in the course of this investigation. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. A factor that could contribute to the reported event include traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.